Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The high voltage cable were cleaned and regreased during the svc call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had no image displayed. No pt injury was reported.